Manufacturer narrative:
The patient information and initial reporter's address were not provided. The product information was not provided, so the manufacture date could not be determined.

Event description:
Hcp from a fire department stated they received an emergency call and responded to an individual having a seizure. Upon arrival the emt ran a blood test on the individual with a breeze2. The reading was 74mg/dl. Treatment was not provided and the patient was taken to the hospital. The patient was retested with the hospital meter and the reading was 14mg/dl. Further information regarding treatment was not provided. Product information was not provided. The customer's product was not expected to be returned or replaced at the time of the call.